Manufacturer narrative:
The first affiliated hospital of (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment while using two gamcath catheters, external fluid leaks were observed. It was reported a crack on the luer connector was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, h3 and h6. B5: it was reported that two units of gamcath gdk-1115 were involved. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During the investigation of the provided photos, a crack on the arterial connector could be detected. The massive crack was approximately 13 -15 mm length and ran in a longitudinal direction, starting on the connector borderline and ending between ¿two grips¿. The reported condition was confirmed, the cause was undetermined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.